Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020: it was further reported that the ra and right ventricular (rv) leads exhibited oversensing and cross talk. The ra and rv leads were reprogrammed.